Manufacturer narrative:
Device eval summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging completely was that the battery had a wire that was broken from the pc board. The battery pack was repaired. Then it was retested and restocked. The root cause of the disconnected wire could have been from undue stress put on this wire during mfg. The staff was retrained on how to cut and solder this wire to prevent this from happening again. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.

Event description:
A female patient contacted lifecor customer support to report that her battery pack would not hold a full charge. After she charged the battery pack all night, it only had half charged when placed in the monitor. The patient also stated that sometimes when the battery is on the charger the "battery needs service light" is illuminated. She also reported that on one occasion the battery reported it was fully charged after only four hours on the charger. Support sent the patient a replacement battery pack.